Event description:
It was reported that the user disconnected the insulin pump for charging for several hours, did not eat lunch, and subsequently experienced hypoglycemia with a reported blood glucose of 55 mg/dl, leading to loss of consciousness while in bed; the device did not issue alerts or alarms, and the user did not self-treat the low glucose prior to the event. Symptoms included loss of consciousness without prodromal hypoglycemic symptoms. Outcomes included recovery to target glucose range after caregivers administered oral carbohydrates including an ensure shake, cookies, crackers, and chocolate milk, with no hospitalization reported. Investigation included a review of use conditions, device performance as reported by the user, and education on hypoglycemia treatment. Investigation of this case revealed user-related factors including pump disconnection for an extended period, skipped meal, and failure to treat a known low glucose as contributors to the event. It was concluded that the event was attributable to user management of therapy rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.